Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was "cloudy and smeared." The customer declined troubleshooting and reported that the pump was functioning properly. The customer's blood glucose was 187 mg/dl.